Event description:
It has been reported to philips that a customer had an issue with a philips pro device which notified the user that the device detected an error and needed to be shut down and restarted. The user informed philips that this happened after having used the tempus vl.

Manufacturer narrative:
Updated evaluation method code, evaluation results code , component code and conclusion code

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer and a technical investigations engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device detected an error and required to be shut down and restarted (with trizeps-6 hardware). The remote service engineer escalated the reported malfunction to rdt (remote diagnostic technologies) in the potential relation to (B)(4) (CAPA 2968643) involving the forced shutdown and re-start of the tempus pro (with trizeps-7 hardware) during video laryngoscope. Although the device and log files were requested by the engineer the customer responded that the device was working as expected and that no further action was required. A technical investigation was completed. The photograph showed the tempus pro screen with the error message requesting restart due to an error being detected and it was also observed that the device stated "patient not selected". Below is the investigation findings: user can choose either to add in patient details or not at the beginning of the event, the message ¿patient not selected¿ implies this error message was displayed at device start-up, not in the middle of use. If user skips to add patient details then the message at top of the screen changes to "patient name not set". The error message from the photograph indicates that probably this screen appeared at the device startup irrespective of video laryngoscopy connection. The error message from the photograph could have appeared before completion of software bootup. The photograph does not justify that it is a confirmed video laryngoscopy (vl) issue. That error message on photograph can occur for many different reasons and most likely it is not related to the vl. It is not considered sufficient evidence that this error message on the trizeps 6 device is caused by use of a vl. Without the logs or device it is not possible to determine root cause. Fsn notified to customers is correct, the fsn addresses issues very specific to the trizep-7 hardware variant. The technical investigation concludes that without testing and inspection of the device and logs the root cause can not be determined. The error message displayed could be due to a number of issues or problems and the reported malfunction is from a device with a trizeps-6 hardware variant and is therefore not related to the video laryngoscopy issue and (B)(4). Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available, no further action is necessary at this time. While no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. We are unable to confirm the final disposition of the device because the customer refused service due to the stating that the device was functioning as expected. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.